Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown g2: country belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the healthcare professional (hcp) saw patient today at consultation. The implantable neurostimulator was implanted in 2016. Patient came to consultation today with decreased therapeutic effect and report of decreased battery life seen on remote control. Upon reading the ins via the n'vision, hcp got a message battery ok and a longevity of 105.5mos which did not coincide with implantation date. The decreased battery message did not match the information they got on the read out. The read out also showed high impedances on certain electrode combinations.